Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data was received and analyzed. Analysis of the data indicated the impedance on the rv (right ventricular) pacing lead was variable and beyond the expected upper range. On (B)(6) 2015, rv pacing impedance rose to 34,018 ohms up from a trend in the 492-627 ohm range. Rv pacing impedance varied. A 278,243 open circuit paces were observed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Beginning (B)(6) 2015, rv capture threshold measured 2.25v and consistently measured greater than 2.5v. Analysis of the device memory indicated oversensing associated with the right ventricular lead. A 57,090 non-physiological senses were observed.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting non-capture and infinite impedance. Unstable impedance trends had been observed and the lead was reported to have possibly fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.